Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ¿black¿ foreign matter was found in a bd insyte¿ IV catheter. The product was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: three photos and one unused actual sample was returned for investigation. The actual sample was subjected to visual inspection. Solid, black fm was observed inside of the packaging sample. The solid, black fm was subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of the solid, black fm had no exact match but indicates presence of inorganic compounds. A device history record review showed no non-conformance associated with this issue during the production of this batch. Solid, black fm was observed inside of the packaging sample. The probable root cause of the black fm could be from the manufacturing environment. A job aid for housekeeping standards in the insyte assembly and packaging processes has been established. Machine cleaning is also conducted every week during preventive maintenance. To further prevent occurrences of this type, a communication will be conducted to all manufacturing associates on proper housekeeping procedures. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.